Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system, battery / (B)(4)/ model #: 1650de / expiration date: 2017-08-31 UDI #: (B)(4), return date: 2018-04-24, device evaluation anticipated, but not yet begun mfg date: 2016-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited power switching and the controller exhibited power switching on one port. The battery and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller (B)(4) and one battery (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and due to communication errors involving (B)(4). As a result, the reported power switching event was confirmed. The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and batteries. Additional products: (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g3 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated the battery also exhibited a critical battery alarm and three batteries had communication errors. Two batteries remain in use.

Manufacturer narrative:
Product event summary: one controller ((B)(6) ) and one battery ((B)(6) ) were returned for evaluation. Two batteries ((B)(6) ) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and due to communication errors involving (B)(6) . Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. Alarm log file revealed multiple critical battery alarms involving (B)(6) . As a result, the reported power switching, critical battery alarm and communication error events were confirmed. A power source lubrication procedure was performed on ((B)(6) ) on (B)(6) 2018 and the batteries remains in use. There is no evidence of power source lubrication performed on (B)(6) . The most li kely root cause of the reported power switching event can be attributed to communication errors and momentary disconnections between the controller and batteries. A possible root causes of the reported communication error can be attributed to momentary disconnecti ons on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. An internal investigation examined momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-aug-2017 / serial#: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 31-aug-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2017 / serial#: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 30-sep-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.